Event description:
It was reported a patient's pacemaker, right ventricular (rv) lead, and atrial lead presented with over-sensing noise. The pacemaker was explanted and replaced in a procedure on (B)(6) 2024. No changes were reported for the rv and atrial leads. There were no patient consequences.

Event description:
New information received indicates the pacemaker was explanted due to premature battery depletion. There were no patient consequences.